Manufacturer narrative:
Combination product: yes.

Event description:
Hmsc reported episodes showing noise since at least on (B)(6) 2024. All lead trends appear stable. Short interval counter suddenly increased around (B)(6) 2024 and remained high. Advised to evaluate lead further. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.